Event description:
It was reported during the trial procedure, the physician had difficulty placing the second lead due to pt anatomy. The procedure was extended by ninety mins. No pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.